Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation however the save to disk has been received now. We did receive performance data collected from the device and have analyzed the data. When reviewed there were no anomalies found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died during the defibrillation threshold test at implant of the implantable cardiac defibrillator. The electrocardiogram tracings and the save to disk from the device have been requested and not yet received. There is no further information available at this time.